Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy technician reported the vitrectome cut was no longer effective after the first stage of vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm reported. This incident led to a risk of retinal tear and to a tearing of the posterior hyaloid on diabetic neovessels, but without any apparent clinical consequences for the moment. The aspiration was working well.

Manufacturer narrative:
One opened probe was received, without a tip protector and with a bent needle, in a tray with other item, for the report of the cut of the probe was not working during surgery. The sample was visually inspected and found to be nonconforming with the probe needle bent at the stiffener, confirming the received condition. And orange/brownish foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation, the cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be severely bent. Gouge marks observed at several location along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure. The evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure could have led to the reported cut failure. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported cut failure was unable to be confirmed, an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).